Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for fluid overload and dyspnea on (B)(6) 2019, and subsequently expired in the hospital on (B)(6) 2019. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the patient and family (as proxy) failed to perform pd therapy for 2 days (specifics not provided) due to the patient¿s ¿irresponsibility.¿ per the pdrn, the patient¿s family has been properly trained to perform pd therapy. Follow-up with the patient¿s spouse revealed the patient successfully completed pd therapy in the hospital on (B)(6) 2019 and was in the process of being discharged from the hospital when the patient passed away. The spouse reported taking the patient to the restroom, and while sitting on the commode, the patient expired. The spouse mentioned the patient¿s blood pressure was low; however, no timeline or specifics were provided. The pdrn stated the esrd death certification stated the patient sustained a cardiac arrest on (B)(6) 2019. It is unknown if the patient was utilizing any fresenius product(s) or device(s) during the hospitalization. Additional patient, event, and hospitalization information was requested but was not provided.